Manufacturer narrative:
Device passed the rewind, basic occlusion, prime and displacement test. Device received with stuck motor error alarm loop during bolus delivery and motor position encoder alarm confirmed in the alarm history. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. Unable to perform the unexpected restart error test, occlusion test and excessive no delivery test due to motor error alarm. No motion sensor test failure alarm noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had multiple insulin pump error alarms. The customer¿s blood glucose was 200 mg/dl at the time of incident. Customer reported that the drive support cap was normal. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.